Event description:
The patient reportedly experienced a csf leak during the implant surgery. The patient is currently doing well.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient is reportedly doing well. The patient's device remains implanted. This is the final report.